Event description:
A cracked and shattered touchscreen was reported, leading to an unresponsive and illegible display. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the screen displaying "high" as the specific value was unknown. The customer administered a correction bolus via the pump and used a mobile app for interaction, without the need for third-party assistance due to bg incapacitation. Tandem customer technical support arranged for a replacement pump to be sent and provided instructions for returning the defective pump and guidance for setup and storage.